Manufacturer narrative:
The lens was returned to b+l. Visual inspection found only half of the lens was returned. The optic has been cut or torn in half. Two haptics are attached to the piece of optic. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that the posterior capsule was torn during lens implantation. The lens was removed, a vitrectomy was performed and another lens was implanted in the sulcus. The patient's current status is reported as "doing well - clear 20/20 va".

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.